Event description:
It was reported that the 9900 system had poor image quality during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The tracking was adjusted during the service call. The system was tested and found to be working as intended and put back into service.